Event description:
A customer reported to baxter corporate product surveillance a small volume intermate in which the intermate was leaking out of the housing. According to the report, the alleged defect was observed after filling with an unknown sodium solution. The alleged defect was observed before patient use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Follow-up evaluation confirmed the reported condition. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. During the visual inspection the reported condition was confirmed as a ruptured bladder. The sample was microscopically examined, but a root cause for the rupture could not be identified.